Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0340335v, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins), lead, and extension were removed about 9 or 10 years ago due to an infection. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.